Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. The reported system error 2240 caused by a connection issue could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred on the homechoice device during dwell of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was discovered that the supply bag became disconnected from the cassette supply line. The power was cycled to clear the alarm. There was no injury or medical intervention indicated at the time of the report. No additional information is available.